Manufacturer narrative:
(B)(4). Phone number: (B)(6).

Event description:
The customer reported that when discharging a patient, the central monitor would "freeze" and then restart. There was no patient incident.